Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture and painful seromas are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was for multiple, "painful seromas" and capsular contracture, baker grade "iii or IV." These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side multiple, "painful seromas" and capsular contracture, baker grade "iii or IV." Patient is "negative for cd30." The device remains implanted. Patient has a history of previous implants.